Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The trunk cable was pulled from the strain relief, damaging wires within the cable and the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
Electrode belt sn (B)(4) was returned and failed incoming functionality testing.